Event description:
Reference number (B)(4). Event occurred in austria. It was reported by the patient that infusion set tape not sticking on (B)(6) 2024. No further information available.

Manufacturer narrative:
(B)(6).